Event description:
It was reported that the infusion pump was being used to administer heparin at 17 ml/hr. After 3.5 hrs the 250 ml intravenous container was found empty. The pump was displayed over 200 ml remaining to be infused. The infusion pump was removed from pt use. The pt's ptt level was elevated afterwards. No medical or surgical intervention was required and the pt returned to pre-incident status.